Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "rubber coating on flexible shaft was torn during insertion of set screw."